Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported having low blood glucose of 39 mg/dl. Customer stated the new insulin pump has been giving him issues. Customer has been having issues with calibration errors. Customer stated he calibrated when his blood glucose was 59 mg/dl. Customer was advised of when to calibrate. Customer stated that being low for him was stable. Customer was advised to call back if issues reoccur. No further information reported.